Event description:
No blood glucose levels reported. The father of the customer reported that the insulin pump had a full black screen. It was reported that the insulin pump was not exposed to extreme temperatures. The insulin pump passed the self-test. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.